Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that bd eclipse hypodermic needle with protection device was difficult to connect to the mating component and leaked. The following information was provided by the initial reporter: "needle-syringe mismatch during care with splash on the patient and caregiver protected by mask. No clinical consequences apart from uncertainty as to the dose actually administered to the patient."

Manufacturer narrative:
H6: investigation summary: as neither a lot number nor a sample was available for this incident, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that bd eclipse hypodermic needle with protection device was difficult to connect to the mating component and leaked. The following information was provided by the initial reporter: "needle-syringe mismatch during care with splash on the patient and caregiver protected by mask. No clinical consequences apart from uncertainty as to the dose actually administered to the patient."